Event description:
It was reported that while servicing this system, a ge healthcare field engineer sustained a cut on his right finger that required three stitches. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.